Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to condensed water that has been found at the top of the unit. Based on technician statement, the issue was related to defective drainage valve and thermoelectric cooler. The issue have been resolved by replacing the parts and the device has been returned to use in good working condition. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. Thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. The claimed parts have been not available for the further analyze of the issue. Therefore, the root cause has not been determined.

Manufacturer narrative:
This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. The UDI information for this device is not available since the device was manufactured before 2015.

Event description:
It was reported that the compressor's drainage valve was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).